Manufacturer narrative:
The customer rejected the repair estimate and the device was scrapped per the customer's request.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needed to be replaced to address the issue.